Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered one inappropriate shock due to noise signal being present. A sinus rhythm was noted at the onset; afterwards low-level noise was detected which appears to be myopotentials. A single shock was delivered and following the shock, the noise got amplified. X-rays were performed to confirmed system position. The physician will continue to monitor the patient. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.